Event description:
It was reported the spring wire guide (swg) was kinked during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, ars/needle, dilator, and catheter along with the lidstock and tray for analysis. No obvious signs of use were observed. Visual analysis revealed that the guide wire was kinked and bent near the distal end. The j-bend was also misshaped. Microscopic examination confirmed the proximal and distal welds were spherical and intact. The bend in the guide wire measured 45 mm from the distal weld. The total guide wire length measured 602 mm, which is within the specification limits of 596-604 mm per the guide wire graphic. The guide wire outer diameter measured .807 mm , which is within the specification limits of .788-.826 mm per the guide wire graphic. The returned guide wire was able to pass through the returned ars/needle, catheter and dilator with minimal resistance. Resistance was only encountered at the kinked portion of the guidewire. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained a kinked near the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide (swg) was kinked during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide (swg) was kinked during use. No patient harm was reported. The patient's condition is reported as fine.